Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction was reported with the pump, displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer by providing information to reset the pump, but the malfunction persisted. Consequently, technical support arranged for the pump to be replaced, and the customer was instructed to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery. The customer was also informed about putting the pump into storage mode before returning it for replacement.